Manufacturer narrative:
Pump was received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self-test or verify critical pump error 35 alarm due to flashing medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on the pcba1/ pcba2/battery connector. Swapping out test boards confirms flashing medtronic logo anomaly is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken battery tube threads, stained keypad overlay, missing display window cover, cracked keypad overlay, cracked case (battery tube). Unable to confirm critical pump error (open book image) alarm and download file history due to flashing medtronic logo. Flashing medtronic logo is isolated to pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (critical pump error 35). Troubleshooting was performed, and an insulin pump performed safety checks and errors and found that the pump had other critical pump errors. The customer reported no adverse event. The event involved product(s) mmt-1880. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instruction. Mmt-1880 was requested and the customer response was the device will be returned.